Event description:
It was reported by the customer that on two occasions the needle fell out of the hub while injecting. No information was received regarding any serious injury as a result of this product issue.